Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. One opened probe was received, without a tip protector, in a tray, for the report of cutter cannot drain. The sample was visually inspected and found to be nonconforming with the inner cutter in the port, orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration, and nonconforming for actuation, during actuation testing the needle/stiffener pulled out of the needle holder. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Couple gouge marks observed at one location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure. The complaint evaluation indicates the probe had an actuation failure and a needle/needle holder detachment. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. A potential contributor factor for the actuation failure is the observed needle/needle holder detachment. The exact root cause of the detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated related to the needle assembly detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter could not drain during vitrectomy surgery. The procedure was completed by replacing the probe with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).